Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, corroded keypad traces noted. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked display window, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was recently released from the hospital. Customer stated they were hospitalized due to having their lymph nodes removed in addition to tumors in their lungs. The customer stated the hospitalization was not diabetes related. The customer also reported receiving a button error alarm. The customer's blood glucose was 418 mg/dl. Customer has not treated for their blood glucose. The customer also stated they were stuck on the "buttons pressed for more than three minutes screen". Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.